Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device is filed under a separate manufacturing report number.

Event description:
It was reported that suture placement in the right profunda femoral artery (due to unusual patient anatomy - high bifurcation and a profunda superficial to the superficial femoral artery) was achieved with two proglide devices using the preclose technique via a 6f sheath prior to a common iliac artery aneurysm interventional procedure. Reportedly, the sheath was upsized to 12f and the procedure was completed. A dissection was noticed in the right common femoral artery and an occlusion of the superficial femoral artery. A cut down was performed and a patch was used to repair the dissection. Surgical suturing was used to achieve hemostasis. The physicians felt that the unusual anatomy was a significant cause of the event and the proglide was 'unlikely to blame'. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation; however, there was no alleged device malfunction reported. The patient effects of dissection and occlusion and treatment of surgical procedure are listed in the perclose proglide instructions for use (IFU) as potential adverse events of use of the device. Reportedly, the device was used in the profunda. It should be noted that the IFU states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported patient effects; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.